Event description:
The cannula accessory was returned as part of an investigation related to instruments returned from this site with cannula related tube abrasions. No pt harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the instruments and cannulae returned from this specific site: 2955842-2007-00301, 00302, 00303, 00304, 00305, 00306, 00307, 00308, 00309, 00310, 00311.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering inspection of the cannula under magnification found a deformation on the long side of the distal tip. Only the outer diameter and the top of the lip are deformed, however, the impact from the damage may have caused an out of round condition that may cause scraping in certain loading conditions. No other damage found.